Manufacturer narrative:
E1: initial reporter facility name:(B)(6) hospital. H4: the lot was manufactured between february 14-16, 2023. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates of the device were found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was blocked and would not drain the drug. This occurred during patient administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.